Event description:
The customer contacted baxter's technical service center and reported a low drain volume alarm on the homechoice (hc) during use during day drain 1. The baxter technical service representative (tsr) helped the home patient (hp) end therapy as they thought that there was air in the supplies. The hp will start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010 regarding the possible air in the supplies. According to the nurse she was not aware of this event, however, the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event. The patient has not mentioned having any issues with therapy.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the root cause was not determined. A batch review was not performed since lot number was not available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).